Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2015. Date in d6a was adjusted/removed as device was not manufactured until 18-jan-2005. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant rupture" and "loss of volume". This record is for the right side. Device was explanted and will be returned.

Manufacturer narrative:
Continued d6a: date of implant 2005 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture" and "loss of volume". This record is for the right side. Device was explanted and will be returned.